Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 01-nov-2003, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving gablofen (2000mcg/ml at 96.1mcg/day) via intrathecal drug delivery pump. The indication for use was noted as treatment. It was reported that on (B)(6) 2018, the pump was removed due to wound dehiscence secondary to infection. The organism was unknown at the time. The catheter was not explanted completely. The device was not replaced. There were no further complications reported at this time.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified no anomalies. The returned device passed all functional testing in the laboratory. Analysis of the implantable catheter (serial # (B)(4)) identified a hole in the catheter body. If information is provided in the future, a supplemental report will be issued.